Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at the time of the event via an implantable pump for non-malignant pain. The patient did not think there was anything wrong with the pump but indicated that the pump had to be moved around about 5 times in her body and was eventually taken out. There were no symptoms mentioned.

Event description:
Additional information was received from a healthcare provider. The pump was found to be infected and it was removed due to the infection. The issue was said to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.